Event description:
The customer alleged a ventilator failed to cycle with no activation of an audible alarm. A co customer svc engineer inspected the device and could not duplicate the reported malfunction. As a precaution the power supply and cpu pcb's were replaced. It is not verified that this ventilator's audible alarm failed to activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.